Event description:
It was reported by the customer that their insulin pump may not be functioning properly since they have changed infusion sets multiple times and has visited a diabetes physician. Customer stated she has had high blood glucose levels of over 339 mg/dl and was experiencing nausea which caused vomiting. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Unable to continue troubleshooting as customer's mother intervened and took customer to the hospital due to continuous vomiting. Advised to disconnect customer from device and mother stated she had treated with manual insulin injections, bringing the customer's blood glucose level down to the 250 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.